Manufacturer narrative:
H6; code 400: damaged firing mechanism. Visual inspections and results: lockout position: fired; cartridge condition: 1/2 fired; cartridge return batch number: h0064h; intrument number: 422. Functional tests and results: condition of firing trigger lockout: good; condition of pinion gear: good;condition of short rack: broken; condition of yoke: good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the instrument jammed (with a noise such as a crack). There was no pt consequence.